Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 378mg/dl. The customer stated that they had been treating with boluses, however their blood glucose levels would not go down. Troubleshooting occured, and it was determined that there was an occlusion. No additional information was provided.